Manufacturer narrative:
(B)(4). The reported condition was confirmed. The device's fill-port cap was removed, and a back-flow was observed at the fill-port. There was particulate matter trapped between the checkband and the stress member. A batch review has been performed. All release criteria have been met for the production of this lot.

Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was leaking from the fill port during filling. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter; however, the evaluation has not yet been completed. A follow-up report will be submitted when the evaluation results or additional information become available.